Event description:
It was reported that the preloaded intraocular lens (iol) was defective as the lens was opened, inserted into the eye and found a huge piece of the lens was missing. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1:surgeon's name, email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 27, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the plunger rod was partly advanced. Ovd was observed inside the cartridge, along with torn lens fragments. The cartridge had a stress mark that led to a deformed and damaged cartridge tip. The lens module, plunger rod, and handpiece were inspected; no issues were observed. The lens was visually inspected revealing that the lens was cut into pieces; evaluation revealed lens damage and a hole was observed through one lens half. No further issues were identified. The complaint issue lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, a product deficiency or product malfunction could not be confirmed to be related to the manufacturing process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.